Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple, intermittent occlusion alarms occurred. The customer's blood glucose level was reportedly 364 mg/dl at the highest. Multiple supply changes were performed to resolve the occlusion alarms. System check could not be performed as the events occurred in the past.